Event description:
Customer reportedly obtained results on 47mg/dl, and 89mg/dl within 10 minutes on the same device. Customer reports eating after receiving the 47mg/dl result. No adverse event reported and no treatment received. Requested return of suspect device and replacement was sent.